Manufacturer narrative:
According to the facility report device is not available for eval. We are attempting to gather additional info regarding incident. A review of the device history record will be reviewed and when the quality engineer has completed the investigation, I will file a supplemental report.